Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the customer passed away on (B)(6) 2024. Reportedly, the cause of death was unknown, but suspected to be a heart attack or pump failure. A review of pump data will be performed, and the results will be submitted in a supplemental report.